Event description:
I was inserting an 18g IV into a patient on the left arm in the ac. I had a good flash and blood flow and while I was removing the needle from the IV catheter, the catheter bent and created a hole which caused it to no longer be a viable IV.